Event description:
It was reported that the insulin pump has vibration without message in display. It was stated that no buttons were pressed or accidentally pressed. No alarms in history. Vibration occurred every 5 minutes since 4 weeks. Nothing further reported

Manufacturer narrative:
Insulin pump received with no esc button response due to corroded keypad trace. Unable to verify for vibration, display or memory anomaly due to no esc button response. Device received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.